Event description:
It was reported that during a procedure to implant the device, the filter failed to deploy. Reportedly, the filter did not move at all. The delivery system was removed and a new system was used successfully. There was no injury to the pt reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval as it was discarded by the user facility. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.